Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal the bevel edge; the metal cap exhibits moderate char of detritus; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4)..

Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿lost power - flashing at end of fiber - not vaporizing¿ at 200,731 joules and 55:00 minutes of usage. The procedure was completed with a second fiber. Patient outcome: "no injury" reported.